Event description:
A caller reported that the pump battery was not charging, despite using a tandem charging cable and plugging it into a wall outlet. There was no adverse impact to the customer's blood glucose level. The caller followed technical support¿s instructions to plug the wall adapter into a different outlet known to work and wait at least 30 minutes, after which the battery began charging and functioning properly again.